Event description:
A malfunction was reported on the pump, with no significant events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur, which they acknowledged and understood.